Event description:
Customer reported that he received no delivery alarms; one in the morning and again another one during prime after noticing his high blood glucose. Blood glucose value was 310 mg/dl. Customer was advised to disconnect and connect and perform manual prime; insulin did not exit the tubing. A ne infusion set was assembled with current reservoir; insulin did not exit the tubing. Then customer changed the reservoir and the insulin pump did not alarm no delivery during manual prime. Nothing further reported

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.